Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for evaluation. During testing, the on/off button did not work and the unit operated intermittently in the window indexing mode. This problem is related to a printed circuit board failure. A design change has been implemented for this failure mode. To date, there have been no reported injuries associated with this failure mode. This product will continue to be monitored for this failure.

Event description:
The customer returned this device for repair with an unidentified problem. The problem was detected during testing before surgery. There was no report of serious injury or surgical delay associated with this event.